Event description:
Patient was intubated, fentanyl drip ordered 500 mcg/kg/hr should have been 500 mcg/hr. The pump allowed the order and the patient received the entire 5000 mcg/100 ml bag in a short period of time. Pt. Became hypotensive, narcan, 1 liter IV fluids given, epinephrine also given with stabilization of vitals. On investigation, pump has another facilities programming in it. The serial numbers indicate it is our pump, was checked in (B)(6) 2021 but since then it obviously has been somewhere else and was reprogrammed this allowed the change without challenge. FDA safety report ID# (B)(4).